Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with dizziness and lightheadedness. Oversensing was noted on the right ventricular lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were noise and syncope/presyncope. A complete lead was returned in one piece measuring 52.1 cm. The reported event of noise was confirmed. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil at 14.2 cm to 14.7 cm from the connector pin at the proximal region of the lead. The cause of the external insulation abrasion was consistent with friction to the device can and the reported event of noise.